Manufacturer narrative:
. E3: occupation: cath lab director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: following a radial heart cath, the healthcare provider successfully inflated the tr band balloons; however, upon removal of the glidesheath slender 5/6, the band immediately lost air/deflated. There was no noticeable damage to the device. Upon retrieval of the tr band from lab the balloon was noted to still be inflated. The patient bled at the access site; however, the estimated blood loss was less than 250cc. The patient remained stable throughout the event. The device was not manipulated prior to use or during storage. It was stored either in a cabinet or in its original box on the hallway cart. The procedure was completed using manual compression.